Event description:
This was a left-sided cardiac lead extraction conducted in the ep lab to remove one of two leads (sjm 1388 - rv; implanted in 2000) due to a non-functional lead in an occluded vessel. The patient was prepped with an arterial line, active fluoroscopy, echo available, cvs on standby, and blood products in the room. The md opened the pocket, prepped the rv lead with a cook liberator locking stylet and began lasing with a 16f sls ii / 43cm visisheath combination. There was severe fibrosis in the brachiocephalic and particularly so in the svc near the ra. While lasing the sjm 1388 rv, it was noted via fluoroscopy, it was adhered to the abandoned, right-sided mdt 6962 tenax tined lead (implanted 1984). The sjm 1388 was successfully extracted but a cardiac tamponade was noted and the patient's blood pressure began to decline. CPR was started, the cvs entered the room and within 6 minutes of the blood pressure initially dropping the chest was open and cardiac massage initiated. The cvs continued cardiac massage and controlled the bleeding while the md placed a new pacing lead. A small tear in the rv was successfully repaired, the patient stabilized and was ultimately discharged on (B)(6) 2012.

Manufacturer narrative:
Device disposed of by hospital staff.